Manufacturer narrative:
The instrument was returned and evaluated. Based on failure analysis results, the complaint was not confirmed. Visual inspection did not show any damage to the conductor wires at the distal end. The electrical continuity test was performed and passed. The recognition and engagement test passed. The cautery function test was performed and passed without any issues. - failure analysis also observed bent grip. One grip was bent, causing side to side misalignment of the grips. There was a 0.041 offset at the tips. The grip tips did not meet together when fully closed. Evidence not conclusive, bent damage was likely due to mishandling. Failure analysis also observed a small piece of the yaw pulley beneath the grip assembly was found melted. Material was missing. The area was no longer smooth. There was black charring observed at the area. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci colorectal procedure, the bipolar function of the fenestrated bipolar forceps instrument did not work. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.